Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this inner catheter of acuity pro delivery system perforated the patient's heart vessel and went into the heart muscle during the implant procedure of the lv lead. The patient was sent to another facility for further intervention. Patient was doing fine the next day. No additional adverse patient effects were reported.